Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device was discovered broken on (B)(6) 2014. It is unknown exactly when the device broke. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00131032 is corresponding to the specifications. Ncr# (B)(4) about wrong etch was created. This non-conformance (ncr) has no bearing to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. A product development evaluation was performed. The returned radiolucent medial blade (u22-752-50) ((B)(4)) was received broken into three pieces. Drawing u22_752_40 which includes the design of u22-752-50 was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the damage sustained by the received part it is most likely that the damage occurred due to the part being exposed to excessive forces outside of those taken into consideration when its packaging test qualification was performed. In the subject event the radiolucent blade was found broken, but a sample blade was also taken from the bulk supply in monument and indentations were noticed on the packaging in the location where its curved prongs are located. Packaging has stated in the memo that the indentations are normal for polyethylene tubing and are considered to be cosmetic in nature. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the packaging, it was discovered that the radiolucent medial blade was broken into three pieces. No damages to the outside of the shipping envelope. A layer of bubble wrap is attached to the inside of the shipping envelope. It was noticed that there was a hole in one of the bubbles. This is report 1 of 1 for com- (B)(4).